Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was stuck in boot loop. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) states that waiting for the customer to approve the quote to go onsite. Once the quote is approved and the fse goes onsite, more information can be requested by the relevant. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: fse waiting for po.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).